Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported "two PICC lines with holes or breaks in the catheter." No other information was provided. This report addresses the second catheter.

Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refy1187 showed one other similar product complaint(s) from this lot number. H3 other text : device not returned for evaluation.

Event description:
It was reported "two PICC lines with holes or breaks in the catheter." No other information was provided. This report addresses the second catheter.